Event description:
On (B)(6) 2023, event description (EKG issues): iabp not firing appropriately. Having multiple pauses with no pt ectopy or lead loss. Pt leads changed; EKG leads on iabp changed with no changes in iabp firing. Changed EKG cable on iabp itself, issues resolved. Reference reports mw5117820, mw5117821, mw5117822, mw5117823, mw5117824, mw5117826, mw5117827.